Event description:
Cna stated "patient was being put in whirlpool; whirlpool chair became disconnected from stand and patient started to fall into tub." Two cnas pulled call light and assisted patient to floor in supine position with head and shoulder secured. Patient complained of chest pain. Patient evaluated immediately by staff physician and sent to ER for evaluationdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.